Event description:
Reporter indicated that pt started having very mild spells with just "gasping" (no convulsions). Previously the pt's arms and legs would extend out and pt would convulse when having a seizure. The pt had 3 very severe seizures in 2002. No injuries were reported. 3 days later, the pt had 4 very severe seizures and 5 mild seizures about 3-4 mins in between. The physician reduced the device output current from 3.5 ma to 2.5 ma 2 days later. 2 days later, the pt had 9 mild seizures. The physician programmed the pt's device to off the following day. That night, the pt started having very severe seizures. Pt was taken to the emergency room. The dr prescribed 5mg of diastat (a valim suppository), but the pt's family member were not able to get the prescription filled. 2 days later, the pt had 1 medium seizure that lasted about 2 minutes and 15 seconds. During six days, the pt didn't have any seizures at all. In 02/02 the pt had 4 severe seizures which continued to the following day. The next day, the pt went in for an appointment and the stimulation output current was turned up to 1.0ma. The physician prescribed 15mg of diastat. The pt had 16 mild seizures on this day. The following, the pt took 15mg of diastat and didn't have any seizures following this. The next day, the device was set to 30 sec on, 5 mins off. The pt had small seizures every 5 mins. When the horsehsoe magnet was used it slowed the frequency of the seizures to 15 mins - 45 mins apart (most were 25-35 mins in between). The following day, the block magnet was used. The pt had many small seizures throughout the night at 5 min intervals that the block magnet did not stop. No magnet was used at all. The pt was given 15mg of diastat and pt continued having seizures. The block magnet was used again and the pt was still having seizures. Following all of this, the pt's family member took pt to see the physician again (date unknown). The physician ran a lead test which resulted in ok lead impedance, indicating proper device function. The pt's family member is in the process of changing physician's. Attempts to obtain add'l info have been unsuccessful to date.